Event description:
The customer opened and went to use the syringe they pushed the syringe trigger down, that a dot of liquid was noticed. Ref#: (B)(4).

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. The customer returned one photo of the 31gx8mm syringe. The customer opened and went to use the syringe they pushed the syringe trigger down, that a dot of liquid was noticed. The photo was visually examined and revealed a single syringe with a clear droplet at the tip of the cannula. The barrel and stopper of bd insulin syringes are lubricated with medical grade silicone allowing the syringe plunger to glide through the syringe barrel. The silicone does not pose a clinical risk and would not impact the care of diabetic patients using such syringes. The physical sample was not received therefore, the findings were based solely upon the photo attached.